Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer reported requiring treatment of IV insulin (dose/type unspecified) by a healthcare provider for treatment. It was also reported unspecified laboratory readings were taken while with the healthcare provider. There was no report of death or permanent impairment associated with this event.